Event description:
The clinician reports difficulty engaging the needle into the needle protection device allegedly resulting in clinician exposure in the face and eyes to the patient's bodily fluids.